Event description:
The recipient reportedly experienced delayed wound breakdown, device extrusion, and a (B)(6) infection. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized. The doctor was concerned the device was contaminated due to biofilm. The recipient was prescribed long term IV antibiotics. The recipient's infection resolved. The recipient will not be reimplanted due to scar tissue. This is the final report.